Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the surestep foley tray system had only 2 betadine swabs were present instead of 3 swabs. The customer also reported that one swab was turned to face the wrong way.

Event description:
It was reported that the surestep foley tray system had only 2 betadine swabs instead of 3 swabs. The customer also reported that one swab was turned to face the wrong way.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 samples were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), unused sure step foley tray system. Visual inspection of the sample noted obvious visible defects. Only two betadine swab in tray of the return sample. This does not meet specification, revision 8 stating that "no missing components allowed". A potential root cause for this failure mode could be ¿missing components/ accessories¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Bard, ez-lok and statlock are trademarks and/or registered trademarks of c. R. Bard, inc. ©2017 c. R. Bard, inc. All rights reserved. Pk7646068 03/2017 www.bardmedical.com manufacturer: bard medical division c. R. Bard, inc. 8195 industrial blvd. Covington, ga 30014 USA 1.800.526.4455 sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.